Event description:
No problem encountered placing the first coil in the aneurysm and position it there. The second coil couldn't be advanced through the distal part of the microcatheter. During attempt to withdraw the microcatheter, the coil detached from the delivery system and got stuck in the catheter. A second microcatheter was used and the same problem occurred. Two competitive microcatheters and coils were used without any problems and the procedure was completed. There were no reported pt complications.